Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge from a minicap had fallen out. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 20.

Manufacturer narrative:
(B)(4). Type of reportable event changed from na to malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and found the sponge fully separated from the minicap. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.